Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated experiencing a sudden chest pain described as unlike any previous sensation and believed the event was likely caused by an electrical shock from this device. The patient expressed concern regarding the current status and functioning of the device. Technical services (ts) referred the patient to a physician for further medical evaluation. To date, this ICD remains in service. No adverse patient effects were reported.